Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h4. Investigation summary visual inspection: the complaint device (locknut f/aiming arm instr f/va-lcp cond) was returned for investigation. The reported condition is not confirmed as the nut appears to be in good condition with no signs of defect or failure. Device failure/defect identified? No. Functional test: the mating device (03.231.005 - bolt f/aiming arm instr f/va-lcp condyla) was not returned for analysis, therefore a functional test was not performed. Document/specification review: the current and manufactured versions of drawing were reviewed. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (locknut f/aiming arm instr f/va-lcp cond) is not confirmed. No problem was found within the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.231.006. Lot # 3747702. Release to warehouse date: 05 may 2011. Manufacturer: hagendorf. No ncr's were generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Event description:
It was reported that on (B)(6) 2021, during sterilization process of a routine field inspection, the bolt does not tighten onto instrument. There was no patient involvement. This complaint involves one (1) device. This report is for (1) nut intrlck bolt va lcp cond insrtn hndl. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.